Event description:
It was reported that error code 45639 occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
B5: additional information received on 14-nov-2022 via email and attached to complaint object: there was no patient involvement with any of the pumps, the issues happened during testing. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No event history could be retrieved from the ehl (event history log) due to the existing error. The customer reported issue was duplicated as the device was inoperable and alarmed the reported error codes when powered up. Root cause of the reported issue is unknown, but the printed wiring assembly board was found to be faulty and inoperable. Replacement of the printed wiring assembly board will be required. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.